Manufacturer narrative:
Vyaire medical file identification:(B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: root cause findings: the reported problem was confirmed through the events log but not duplicated during functional check. Disposition: route ltv 1150 service repair p/n 18984-001-99 s/n (B)(6) s/v 05.10 to factory service to have assembly processed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medial that the ventilator was giving repeated "low min vol" alarm. Customer biomed, unable to recreate alarm during testing. The unit was returned and evaluated in the fa lab.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3 - root cause findings: the reported problem was confirmed through the events log but not duplicated during functional check.

Event description:
Additional information received indicates that the customer returned the ventilator for further investigation. The reported problem was confirmed through the events log but not duplicated during functional check.